Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. One haptic was broken in the gusset area (not returned). The optic had a deep scuff mark on the anterior side of the lens in the shape of an instrument used to grasp the lens, which is typical of removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the company, 21.5 diopter (add power +2.2/+3.2) lens was explanted. No replacement lens information was provided. Multiple follow up attempts were made for more details of the event. No further information has been provided at this time. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported about an intraocular lens (iol) explant due to patient experienced visual acuity, perceiving light stretching horizontally when exposed to nighttime illumination. Lens was explanted in a secondary procedure. The iol was replaced with unspecified lens ten months after initial procedure.